Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter (aus) did not work as expected. Two weeks later, the aus was replaced and a crack was noted in the balloon connection tube. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes, based on analysis results, that the likely cause of the reported clinical observation that the device was not working as expected was a pinhole in the cuff. The reported crack in the balloon component was not confirmed as the balloon was not returned for analysis. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, the cuff and pump were thoroughly analyzed. The balloon was not returned. The cuff component was visually and microscopically inspected and tested for leaks. A cuff pinhole was identified in the cuff pillow proximal to the cuff backing. The cuff pinhole appears to be consistent with wear; the cause of this wear could not be confirmed given the location of the pinhole. Analysis confirmed this pinhole likely resulted in the reported clinical observations of the device not working as expected. The pump component was visually and microscopically inspected, and tested for leaks. A tear was identified in the kink resistant tubing (krt) with damage exposing the filament; this is consistent with sharp instrument damage during explant. The pump was not functionally tested as there was explant damage, no pump allegation, and cuff damage was confirmed. As the balloon component was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported balloon performance allegation could not be confirmed. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Additionally, the reported event of break is included as potential adverse events within the instructions for use (IFU). Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, a hole in the cuff which is a probable cause for the event was established; therefore, the conclusion code of cause traced to component failure has been assigned to the event. A code of cause not established was assigned to the investigation of the allegation against the balloon as the component was not returned for analysis.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes, based on analysis results, that the likely cause of the reported clinical observation that the device was not working as expected was a pinhole in the cuff. The reported crack in the balloon component was not confirmed as the balloon was not returned for analysis. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, the cuff and pump were thoroughly analyzed. The balloon was not returned. The cuff component was visually and microscopically inspected and tested for leaks. A cuff pinhole was identified in the cuff pillow proximal to the cuff backing. The cuff pinhole appears to be consistent with wear; the cause of this wear could not be confirmed given the location of the pinhole. Analysis confirmed this pinhole likely resulted in the reported clinical observations of the device not working as expected. The pump component was visually and microscopically inspected, and tested for leaks. A tear was identified in the kink resistant tubing (krt) with damage exposing the filament; this is consistent with sharp instrument damage during explant. The pump was not functionally tested as there was explant damage, no pump allegation, and cuff damage was confirmed. As the balloon component was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported balloon performance allegation could not be confirmed. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Additionally, the reported event of break is included as potential adverse events within the instructions for use (IFU). Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, a hole in the cuff which is a probable cause for the event was established; therefore, the conclusion code of cause traced to component failure has been assigned to the event. A code of cause not established was assigned to the investigation of the allegation against the balloon as the component was not returned for analysis.

Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work as expected. Two weeks later, the patient had the artificial urinary sphincter replaced due to the balloon connection tube had a crack. The previous balloon remained implanted. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to the balloon connection tube had a crack. Following the surgery, the patient was stable, improved and the event resolved.